Manufacturer narrative:
Patient age, ethnicity and race: unknown/not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2022 and presented on (B)(6) 2022 with epi-ingrowth on patient¿s unknown eye on day one post-op. It was stated that the patient had no loss of best corrected visual acuity (bcva). A drop regimen of pred and antibiotics was to be taken four times a day and lubrication drop every hour. No additional information was provided.